Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and based on information provided and without the device to analyze, a cause for the reported clip introducer leak could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report number.

Event description:
This is filed to report a leak. It was reported this was a mitraclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 4+ and a restricted septal leaflet. It was noted imaging was challenging throughout the procedure. One clip was inserted and successfully implanted. While inserting a second xtw (30314r2037) clip into the steerable guide catheter (sgc), a loss of fluid column occurred. It was noted the clip introducer in the clip delivery system (cds) was suspected to be the issue of the leak. Therefore, the clip was discarded and replaced. It was noted the sgc continued to be used without further issues. To further reduce tr, a third xtw (30320r1084) clip was inserted and deployed on the tricuspid valve. However, after deployment, the clip detached from the septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The physician decided to insert a snare and remove the slda clip from the anterior leaflet. One additional clip was implanted, reducing tr to a grade of 1-2. There was no clinically significant delay in the procedure. No additional information was provided.